Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed blisters under the electrodes. The blisters opened and oozed. The patient has been applying the (B)(6) to the area. The patient's medical outcome is unknown, as follow-up attempts were unsuccessful.